Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a follow up check, noise was noted on the right ventricular lead. The clinician reprogrammed the device. The patient is not dependant and only paced approximately 6 percent of the time.